Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump correction factor was incorrectly set to 1:1 instead of 1:20. Customer corrected correction factor and successfully resumed insulin therapy. There was no reported impact to blood glucose.